Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump had an issue with intermittent power. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/06/2016.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 02/25/2016 with the following findings: review of the black box data reveals records beginning on (B)(6) 2016. The black box data/histories for the event on (B)(6) 2014 have been overwritten due to continued use of the pump. There was no intermittent power observed in the current black box data. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete the investigation and secured properly to the pump. The battery compartment was noted to be cracked below the bumper pad. The pump was exercised for 24 hours with test battery cap in place. No power interruptions were duplicated during the investigation. The pump was opened for investigation and did not reveal any evidence of internal moisture or damage to the power circuit. Investigation did not duplicate the complaint and the pump was found to be operating within the required specifications without malfunction.